Event description:
After catscan, patient started experiencing tinnitus which is affected by pressure on jaw. Suspects damage to inner ear by levels of radiation. After having an xray on (B)(6) 2009, patient began having intolerable levels of discomfort due to tinnitus. This has affected quality of life and work abilities. Patient has also experienced fatigue, swelling in throat, and 4 lipomas which he feels may be related to radiation dosage.